Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory subsequent information was received and the power allegation was confirmed. The returned power brick failed to output any significant voltage (1.1vdc). While plugged into an external power source for about 5 seconds smoke began coming out of the power brick where the cord goes in. Analsys determined that the power supply had reached excessive heat temperatures of 107.2 degress c. At this time, the brick was removed from the outlet. The power brick will not be left plugged in for any significant amount of time for temperature measurements. All therapy remained avaliable to patient. The external product was archived.

Event description:
Boston scientific recevied information from the patietnt that the power brick attatched to the communicator became hot to the touch. No adverse patient effects were reported or patient harm. This communicator will be returned for analysis for further review.